Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she went to the emergency room due to high blood glucose levels. The reported blood glucose reading was 520 mg/dl. Prior to the event, the customer's insulin pump alarmed off no power, but the customer was unable to change the battery due to the battery cap being stripped. Nothing further was reported.